Manufacturer narrative:
PMA/510(k) # k172665 investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2 mm remaining attached however, a longer section measuring 3 mm has detached and was not included in the return. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A brown substance was observed within the distal catheter. The catheter has torn at the green distal band where the anchor exited the catheter. The distal printed bands appear to be worn. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter and a portion has detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: a cook representative has been directed to contact the medical facility involved and inform them of the missing portion of the cutting wire securing component measuring approximately 3mm that was discovered during the evaluation of the returned device.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that before use of sphincterotome cutting wire opened [cutting wire broke in one location without detachment]. Per additional information received on 14 oct 2024: cutting wire anchor disconnected at the patient end of device and detached during bowing the sphincterotome. [Subject of report]. Per our returned device evaluation the device seems used and the longer, 3mm, portion of the cutting wire securing component has detached and was not included in the return. According to the initial reporter, a section of the device did not remain inside the patient¿s body, but a portion of the cutting wire securing component measuring approximately 3mm is missing and was not included in the return of the device. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. The photo shows the distal end of the device where it can be seen that the anchor has exited the catheter; however, it is unclear based on the photo if the anchor has fully separated or if the longer anchor segment remains connected to the catheter. The longer anchor segment is not visible. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2 mm remaining attached however, a longer section measuring 3 mm has detached and was not included in the return. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A brown substance was observed within the distal catheter. The catheter has torn at the green distal band where the anchor exited the catheter. The distal printed bands appear to be worn. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter and a portion has detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: a cook representative has been directed to contact the medical facility involved and inform them of the missing portion of the cutting wire securing component measuring approximately 3mm that was discovered during the evaluation of the returned device.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that before use of sphincterotome, the cutting wire opened [cutting wire broke in one location without detachment]. Per additional information received on 14 oct 2024: cutting wire anchor disconnected at the patient end of device and detached during bowing the sphincterotome. [Subject of report]. Per our returned device evaluation, the device seems used and the longer, 3mm, portion of the cutting wire securing component has detached and was not included in the return. Per communication received on 12 nov 2024: customer mentioned the tip of wire as it cuts through the sheath. It was also confirmed that no component of the device was left behind in the patient body as they have done screening investigation. According to the initial reporter, a section of the device did not remain inside the patient¿s body, but a portion of the cutting wire securing component measuring approximately 3mm is missing and was not included in the return of the device. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.